Event description:
As reported by the user facility: a (B)(6) year-old tetraplegic men with a wound on his hip was unsuccessfully treated for a longer time with prontosan wound irrigation solution. After removing the bandage, the wound appeared serous and bloody. During the treatment with prontosan, the patient suffered from itching (back) and generalized pruritus. The patient suffered from an anaphylactic shock with decreased blood pressure. An ambulance was called immediately and the patient was transferred to the hospital where he stayed for 2-3 days. The reason for the anaphylactic shock was stated to be the application of prontosan. A skin prick test and an hr-study of the single components from prontosan solution was made. All results were negative. The patient showed a type 1-reaction (immediate response). However, an epicutaneous test was not performed. It is not clear if the patient was allergic to prontosan, therefore the (B)(4) closed the case on july 13, 2012.

Manufacturer narrative:
This report has been identified as b. Braun (B)(4). We continuously monitor product incident reports to identify trends which might affect the quality of our products. We will maintain this report for future reference, and continue to monitor other reports for similar nature.